Event description:
It was reported that knee reconstructions were performed on multiple pts. These pts developed superficial cellulitis post-operatively. The surgerles were performed between 2001 and 2002.